Event description:
Procedure type: sigmoid colectomy. According to the reporter: the device didn't fire. The staple line didn't form and a new instrument was used to complete the procedure. No further information has been disclosed.